Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for one patient sample tested for multiple thyroid assays on a cobas 6000 e 601 module (e601). Of the mentioned assays, the sample had an erroneous result for the elecsys tsh assay (tsh). The erroneous result was not reported outside of the laboratory. The sample resulted as 2.46 uiu/l when tested on the customer's e601 analyzer. The sample was repeated on an abbott analyzer, resulting as 1.72 uiu/l. The patient was not adversely affected. The serial number of the e601 analyzer was asked for, but not provided. A specific root cause could not be determined based on the provided information. For the differences in tsh values generated with assays from roche diagnostics and abbott, it needs to be taken into account that assays from different vendors can generate different values. This difference relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardization methodology used. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.